Event description:
Boston scientific received information that during a follow-up, this left ventricular lead was found to have elevated impedance and threshold measurements. An x-ray showed that this lead had an insulation issue. A fracture was suspected. This lead was implanted and a new lead was successfully implanted. This lead will be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
This lead will be returned to boston scientific for analysis. This investigation will be updated should further information be provided or upon completion of analysis.

Manufacturer narrative:
Upon receipt at boston scientific, this lead was thoroughly tested. The reported observations from the field were confirmed. A segment of the lead was returned, missing both the proximal/terminal end and the distal/tip end. Both the outer and inner coils were fractured at 343 mm and a kink in the outer insulation was observed at the fracture site. The lead showed signs of classic fatigue and torsional fatigue, leading to discontinuity of the conductor coils.